Event description:
Information was received indicating that during an outpatient infusion using a cadd medication 100 ml cassette, the pump exhibited a no disposable, pump won't run" alarm. It was reported that 5.1 ml of fluorouracil remained.